Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic cerebral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f terumo pinnacle 10cm sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician had a difficult time shuttling down the sealant and had to use extra force to shuttle all the way down. When the physician pulled the sheath and shuttle back up, the advancer tube was not visible. The physician assumed that the sealant was not delivered and he removed the device. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela. Noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1318205) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.